Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician stated that a lodi implant failed to osseointegrate. Patient had high density bone and the clinician did not provide the following information: amount of torque used on abutment and implant, whether primary stability was achieved, whether the implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause is unknown. The implant's lot history records were reviewed; any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implant was manufactured to specifications. No further action is required.

Event description:
Lodi implants (3) failed to osseointegrate and patient experienced pain. Clinician noticed an infection around the implants.